Manufacturer narrative:
Product analysis: the product has been returned but analysis has not yet been completed. Conclusion: without the analysis of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) met resistance as it was advanced. The valve was successfully implant. After the implant, a dissection of the right external and common iliac arteries was noted upon removal of the dcs. Three stents were placed as treatment. It was reported that calcification, along with the small right ilio-femoral access site, caused damage to the tip of the inline sheath which subsequently led to the dissection. It was confirmed that no pieces of the inline sheath remained in the patient. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the access vessel is related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. Advancement difficulties do not typically indicate a device failure or manufacturing issue. In this case, it was noted that the anatomy was calcified. This indicates that patient anatomy may have been the cause of the advancement difficulties. Angiographic images were submitted by the account for review, however there were no films showing the device traveling through the iliac vessel. The computed tomography (CT) scans show both access sides, are below the recommended vessel size of 5.0 millimeter (mm). Per the evolutr instructions for use (IFU), patients must present with transarterial access vessels with diameters that are =5 mm. The small vessel size may have also caused or contributed to the difficulty advancing the dcs. Analysis confirmed the reported inline sheath tip damage. Discoloration was observed on the capsule, which indicates delamination between the capsule outer polymer and the nitinol frame, and typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Additionally, scrape-like marks were observed on the capsule. When the in-line sheath was pushed up against the capsule, the damage on the inline sheath aligns with the scrape marks on the capsule. The damage observed on the dcs may have been caused by an interaction between the dcs (capsule and inline sheath) and calcified patient anatomy, as was indicated. However, the source of the dcs damage could not be conclusively determined based on the evidence received. Vascular complications, such as dissection, are procedural complications and are a known potential adverse patient effect per the evolut IFU. Based on the evidence available, an assignable root cause of the vascular complication cannot be conclusively determined and the relationship to the dcs could not be confirmed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received with the capsule fully closed. The handle and the tip-retrieval mechanism were intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob was functioning properly and able to retract and advance the capsule. The trigger could be moved to the fully advanced and retracted positions. The trigger locked in place when it was released. The distal edge of the capsule seated flush against the catheter tip when fully advanced. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There were two marks/scrapes that ran along each of spin wires of the capsule, one at 90º from the capsule hat marker band and the other at 270º from the capsule hat marker band. The inner member shaft and spindle hub were intact with no evidence of damage. When the in-line sheath was pushed up against the capsule the two markings on the in-line sheath were aligned with the two markings on the capsule. If information is provided in the future, a supplemental report will be issued.